Manufacturer narrative:
(B)(4). The pipeline flex was returned for evaluation. As received, the pipeline flex was within the catheter. The pipeline flex was pushed out of the catheter for further examination. The pipeline flex distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal end of the pipeline flex braid was found not opened with damage, while the proximal end of the braid was found fully opened with no damage. Based on the analysis findings and the event details, the report of pipeline flex failure to open on the distal end was confirmed. It is possible that the damaged braid may have contributed to the reported issue. Additionally, the pipeline flex delivery system was found to have stretching damage. However, the cause for damage could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. It is possible that the stretched distal hypotube was due to advancing and withdrawing against excessive resistance. It should be noted that pipeline flex instructions for use (IFU) provides the following warning, ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the left superior hypophyseal artery. The aneurysm measured 10mm max diameter and 5mm neck diameter. Landing zone artery size was 4.14mm distal and 5.10mm proximal. The vessel was moderately tortuous. It was reported that at deployment, the pipeline flex did not open in the distal section. The device was resheathed and re-deployed two times, which did not resolve the issue. The pipeline flex was resheathed and removed from the patient with the microcatheter. The procedure was completed using a new pipeline flex. Post-procedure angiographic result showed the parent vessel was patent with eclipsed aneurysm.there was no report of patient injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.